Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was cracked on the right plunger case and the bottom case battery compartment was broken. There was a force sensor test error in the history log. The reported problem was verified; force sensor test error was found at power up and unable to calibrate the force at high standard (no force). This was due to the main board did not operate as intended. The root cause was deemed to be from normal wear; the pump was over 14 years old. Actions were taken to mitigate the reported issue: upgraded the main board, replaced the force sensor, and performed preventive maintenance (pm); the device passed all functional testing.

Event description:
It was reported that the pump's motherboard was needing replacement and it was indicating a force sensor test failure. No patient injury was reported.